Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the collimator was closed down and the image was black. There was no patient injury or death reported.